Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a ¿high¿ alert with a fingerstick blood glucose (bg) of 458 mg/dl. She had changed her supplies earlier that day with no issues observed. The agent confirmed insulin delivery and advised allowing the ilet to correct glucose levels. Bg decreased to 346 mg/dl by call end and 203 mg/dl at follow-up. No hospitalization or lasting effects reported.